Manufacturer narrative:
THE DEVICE REMAINS IMPLANTED IN PATIENT. THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. INVESTIGATION IS NOT YET COMPLETE. A FOLLOW-UP REPORT WILL BE SUBMITTED WITH ALL ADDITIONAL RELEVANT INFORMATION.

Event description:
IT WAS REPORTED ON 20 APRIL 2026 A 28MM AMPLATZER AMULET LEFT ATRIAL APPENDAGE OCCLUDER WAS SELECTED FOR IMPLANT USING A 14F AMPLATZER AMULET DELIVERY SHEATH. THE DEVICE WAS IMPLANTED. TWO DAYS POST-PROCEDURE, THE PATIENT WAS RE-ADMITTED TO THE HOSPITAL FOR A SYSTOLIC EMBOLISM AND KIDNEY INFARCTION. THE PATIENT WAS SEPTIC AND WENT INTO CARDIAC ARREST, ULTIMATELY PASSING AWAY ON (B)(6) 2026. THE DEVICE APPEARED IN STABLE POSITIONING. THE USER SUSPECTED THE PATIENT HAD UNDERLYING CARDIOGENIC SHOCK THAT WAS UNIDENTIFIED, BUT THIS WAS NOT CONFIRMED. THE OFFICIAL CAUSE OF DEATH WAS SEPSIS.

Event description:
It was reported on (B)(6) 2026 a 28mm Amplatzer Amulet Left Atrial Appendage Occluder was selected for implant using a 14F Amplatzer Amulet Delivery Sheath. The patient was in atrial fibrillation rhtyhm at the start of the procedure. The patient's activated clotting time (ACT) level was greater than 250 seconds. Heparin was administered. The device was implanted. All steps were performed per instructions per use (IFU). The patient was released on dual anti-platelet therapy (DAPT). Two days post-procedure, the patient was re-admitted to the hospital, where computed tomography (CT) confirmed a systolic embolism and kidney infarction. The patient was septic and went into cardiac arrest, ultimately passing away on (B)(6) 2026. The device appeared in stable positioning. The user believed the patient had underlying cardiogenic shock that was previously unidentified. The official cause of death was sepsis.

Manufacturer narrative:
An event of cardiac Arrest, renal failure, embolism and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. A lot number was not provided so no device history record or lot specific similar complaint review is required. Based on the available information, the cause for the reported death appears to be related to patient effects reported. The root cause of cardiac Arrest, renal failure, embolism could not be conclusively determined. It is possible procedural circumstances contributed to the reported event but cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.Based on Medical Review: "A 28mm Amplatzer Amulet LAA Occluder was successfully implanted without procedural complication. It was noted that the device was deployed per IFU and no issues were identified during the procedure. Post procedure the patient was discharged on dual antiplatelet therapy (DAPT). Two days later, the patient was readmitted with systemic embolism presenting as a kidney infarct, confirmed by CT imaging. No additional embolic events were identified elsewhere. Imaging at readmission (CT) confirmed the device remained well positioned with no evidence of device-related malfunction or thrombus. The patient¿s clinical condition deteriorated with development of sepsis and subsequent cardiac arrest, leading to death on April 24, 2026. No interventional treatments were performed for the reported complications. Per the narrative, the implanting physician suspected that the patient may have had underlying cardiogenic shock that was not recognized at the time of discharge, which may have contributed to the subsequent clinical decline. The patient had significant comorbidities (ESRD, hypertension, and atrial fibrillation), which likely contributed to the clinical course. The source of the embolism and sepsis was undetermined, and the infection was considered likely unrelated to the procedure given the absence of procedural complications. Additional information was requested to further investigation the underlying event to determine root cause however the account/physician were unwilling to provide any further clinical information/imaging. The site determined that this event was not related to the Abbott device. No evidence has been identified to suggest a device deficiency. The event appears to be multifactorial, with patient comorbidities and clinical condition likely contributing to the outcome although this cannot be confirmed due to the limited clinical infromation and no imaging provided."